Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were not getting sensor readings due to sensor updating. Blood glucose level at the time of incident was 41 mg/dl. Customer treated with honey and raised blood glucose level to 115 mg/dl. Customer reports being in auto mode then being kicked out at the time of incident. Troubleshooting occurred. Sensor will be returned for analysis but insulin pump will not.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.